Manufacturer narrative:
D.2. Additional medical device type: pch. E.1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result with an unusual pcr curve was obtained. Sample was retested and was norovirus negative. There was no report of patient impact.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result with an unusual pcr curve was obtained. Sample was retested and was norovirus negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric viral panel-nr (ref. 443987) lot 5056415 was performed by the review of manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max¿ enteric viral panel-nr (evp-nr) indicated that the lot 5056415 was manufactured according to specifications and met performance requirements. Customer complained about a false positive norovirus result. Despite multiple attempts made to receive information, only a pdf document of run 2984 from bd max¿ instrument (B)(6) was available for the investigation. As mentioned in the complaint text, sample in position b4 obtained a norovirus positive result but was unresolved for the rotavirus target. Manual pcr curve adjudication of the sample in position b4 revealed an increase in fluorescence in the rox channel (norovirus target) explaining the positive result, however since the csv file was not available for the investigation, the curve could not be further analyzed. Based on the data available, no anomaly is observed, and a positive result is expected in such conditions. Analysis also revealed no amplification observed for the rotavirus target (fam channel) and internal control (cy5.5 channel), explaining the unresolved result for the rotavirus target. According to the customer, the retest gave a negative result for all the targets, including norovirus. The retest was not provided for investigation, and overall, the investigation did not allow to identify a cause for this discrepancy but no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel-nr lot 5056415. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no trend was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.